Manufacturer narrative:
One used uvc catheter was received in cs for testing and investigation. The sample contains blood residue inside the tubing. Additionally, the sample was returned inside a generic bag. Under water testing was performed and a leak was identified below the strain relief in the catheter. A magnified picture was taken and clean tear below the strain relief was observed. Based on the sample evaluation the catheter showed signs of being used in a patient. It is important to consider that the instructions for use warning state: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter, since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters] and continues, do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. In addition the IFU states the catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli]. Based on the available information, this potential cause could not be discarded. 100% of the catheters are submitted to a pressure test. The cut found during the sample evaluation would be detected in this step. Additionally, the incident was noticed during use. For these reasons this potential cause is discarded. The device history record (DHR) was reviewed and no deviations related to th is reported condition were found. Based on the available information, it can be concluded that product was manufactured according to specifications. Therefore, the most probable root cause can be considered as unintentional misuse. This reported condition was most likely caused due to an inappropriate manipulation by the user. Since no complaint triggers or trends were identified and no harm was reported by this complaint, no corrective or preventive actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance samplings are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 07/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that a 5fr. Single lumen umbilical vessel catheter (uvc) was inserted at 1100 on (B)(6) 2017 and a crack was noted at 1530 the same day. The uvc was leaking just below the hub where the catheter is joined. Betadine was used to clean the skin area prior to insertion and there was nothing used to clean the device. The uvc was sutured in place at chord and secured with an umbilical bridge; the catheter was never clamped. The uvc was for continuous use. The line was replaced successfully with a 3.5fr uvc. The patient is still hospitalized, but not due to reasons directly related to this event. The customer further reports that there is no injury as a result of this incident.